Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus malfunctioned while in patient use. The patient did not receive his dose of fluorouracil (5fu). The pump said "low" and that the dose was received. There was no patient injury.